Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified arthroscopy surgical procedure, when using the gryphon p br ds anchor w/oc device, it was observed that the anchor was broken off. It was reported that all broken pieces were removed from the patient. It was reported that another gryphon p br ds anchor w/oc device was used and the same problem happened again. It was further reported that when using a milagro advance screw 8x30mm device, it was observed that the screw was broken. It was reported that all the pieces were removed from the patient. It was reported that another similar anchor device and screw device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This is report 3 of 3 for (B)(4).